Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, according to the information reported, the cause of death is suspected to be due to choledocholithiasis and not device related.

Event description:
The patient, implanted with an ICD, presented to the emergency room for stomach pain due to choledocholithiasis confirmed via sonogram; medication was administered. The patient expired due to sudden cardiac arrest following unsuccessful resuscitation attempts. Further information was not provided.